Manufacturer narrative:
This event is under investigation and a supplemental will be reported when new information is received.

Event description:
The following occurred in (B)(6) during a dorc technician's site visit to replace a faulty vitrectomy module, he found that the pressure parameter settings were changed: the irrigation pressures of the core vitrectomy and the peripheral vitrectomy steps were at 135 mmhg. They are much higher than the default level of 60 mmhg, even though the maximum adjustable preset value is within 150 mmhg. These preset irrigation pressures were saved by the surgeon, and was not aware of this problem. Additionally it was reported during a core vitrectomy surgery, the surgeon started with a irrigation pressure of 20-45 mmhg. Later the vitreous appeared bleeding, so he applied a tamponade to stop the bleeding. Afterwards, the flow pressure was compensated and rose up to 55 mmhg and further up to 80 mmhg. To adjust the pressure, he turned to a vented global pressure control (vgpc) mode (eva manual: "the vgpc function provides a constant and rapid flow of filtered air to the infusion bottle and keeps the preset pressure very accurate. " ) later, the bleeding stopped. Subsequently, he set the irrigation pressure back to 20 mmhg and further proceeded the peripheral vitrectomy procedure. By then, the irrigation pressure was fluctuated at between 20-80 mmhg. Similarly, when a new bleeding episode occurred again, he set the pressure back up to 55 mmhg. As a result, the pressure rose up again to 105 mmhg at that moment. Dorc has informed the surgeon and has corrected the preset irrigation pressures. There is no further information regarding the patient.

Manufacturer narrative:
During a dorc technician's site visit at (B)(6) on (B)(6) 2017, to replace a faulty vitrectomy module. He found that the pressure parameter settings under (B)(6) were changed: the irrigation pressures of the core vitrectomy and the peripheral vitrectomy steps were at 135mmhg. They are much higher than the default level of 60mmhg, even though the maximum adjustable preset value is within 150 mmhg. These preset irrigation pressures were saved by the surgeon, and he was not aware of this problem and for how long. So multiple patients were involved, but no other patients were reported as being caused an injury due to high irrigation pressure. Device analysis: the surgeon's settings were programmed in a mode where the irrigation pressure set point would be applied also to any next steps in the procedure. In such a case, if the user switches from a step where aic is used to a step where vgpc is used, and back again to a step where aic is used again, it is possible that the surgeon may not be aware that the compensation pressure set point value of aic could be higher than that routinely used. In this case, the set points are clearly displayed on the eva screen, as would be expected. This situation can only occur when in the step where vgpc is used and the set point is raised to a value that is higher than the aic compensation pressure. If the surgeon does not notice that the compensation pressure set point was changed when switching to another step, the system will seek to deliver the set pressure and therefore from a users perspective may seem to overcompensate (i.e. Apply a higher pressure than expected) when aspiration is actively applied by the surgeon. It is necessary to have full flexibility for users to select the required pressure within the overall range for eva. In the design of eva a choice is available to retain pressure set-points rather than force reprogramming of the machine in each mode, according to surgeon preference. The incident described in this report is the first such incident where the user appears to have misunderstood the operation of the device. This scenario (combination of setting and not being noticed by the surgeon) will be considered as a possible scenario where user feedback/options (as dictated by the eva graphic user interface) should be reviewed. If appropriate an issue will be logged in the known anomalies list and software/user-interface changes to alter how pressure set-points are shared between surgical procedure settings. At the surgeons site the sales representative has re-programmed the system to the mode where irrigation pressure settings are not taken over to previous or next steps. This is the final report and this complaint has now been closed.